Manufacturer narrative:
The device remains implanted in the patient and will not be returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that physician suspected an infection at the ipg site and it was noted that the scar on the patient was red. However, the nurse stated that the infection on the ipg site was not confirmed. No further information can be obtained.

Event description:
A report was received that following a trial implant procedure, the patient experienced a high white blood cell count. No intervention was provided for the blood issue. It is unknown if the high white blood cell count is device or procedure related.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient and will not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a trial implant procedure, the patient experienced a high white blood cell count. No intervention was provided for the blood issue. It is unknown if the high white blood cell count is device or procedure related.